Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with unknown mentor saline prosthesis experienced bilateral capsular contracture post procedure (baker grade unknown). The breasts were hard, and the left side became larger than the right. The breasts were uncomfortable, aching, and these symptoms were stated to be more pronounced on the left side. The patient consulted with a medical professional and received the capsular contracture diagnosis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-04232 for contralateral prosthesis report.